Manufacturer narrative:
As reported, the balloon of two (2) 6f/7f mynxgrip vascular closure device (vcd) wouldn¿t hold pressure. Therefore, manual pressure was held. There was no reported patient injury. The operator was trained to the mynxgrip device. The devices were stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c and was stored per the IFU. The devices were removed from the package as the IFU recommends. There were no anomalies noted prior to use on either device. The mynx devices were prepped according to the IFU. The balloon on both devices were noted to lose pressure while in the patient. There was no prior pta, stent, or vascular graft in the vessel. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no visible damage at the distal end of the sheath after removal. The products were not returned for analysis. A product history record (phr) review of lot f2108904 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of two (2) 6f/7f mynxgrip vascular closure device (vcd) wouldn¿t hold pressure. Therefore, manual pressure was held. There was no reported patient injury. The operator was trained to the mynxgrip device. The devices were stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c and was stored per the IFU. The devices were removed from the package a the IFU recommends. There were no anomalies noted prior to use on either device. The mynx devices were prepped according to the IFU. The balloon on both devices were noted to lose pressure while in the patient. There was no prior pta, stent, or vascular graft in the vessel. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no visible damage at the distal end of the sheath after removal. Both devices were discarded and not available for evaluation.